Event description:
On (B)(6) 2016 it was reported to 3m espe that during an impression procedure, a (B)(6) female patient swallowed imprint 4 premliminary penta sq impression material. The patient visited a health care professional that evening after swallowing the material, had x-ray taken and the surgery was performed the next morning. The dentist reported that the surgery went well and the patient has probably returned to work.